Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic "lymphadectomy" total cystectomy, the load did not fire. The product has been replaced by another one to complete the case.